Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level which was treated with food. Customer's blood glucose at the time of call was 400mg/dl. Troubleshooting was performed. Caller reported that customer was using recalled infusion set. Insulin pump will not be returned for analysis.